Event description:
It was reported the rigid video laparoscope experienced a catastrophic image during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, error 104 due to broken tesu board and damaged fiber bonding in the outer tube area were found to be reportable during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that video cable broken led to the malfunction. Based on the investigation error 104 was caused due to broken tesu board and fiber bonding in the outer tube area was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.